Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and functional tests of the returned device were performed. Visual analysis revealed no damages on the electrodes. However, further analysis under image magnification revealed a hole in the surface of the pebax with yellowish material inside. This material could have been a result of the procedure or the decontamination process, as the hole observed allows foreign material to permeate the pebax. A manufacturing record evaluation was performed for the finished device number 31355385l, and no internal actions related to the reported complaint were identified. The distal electrode issue reported can be confirmed, as the hole in the pebax found was encountered in the distal zone of the device and this match with the zone where the customer identified the problem. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use states: "do not use excessive force to advance or withdraw the catheter when resistance is encountered." "Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy." As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product complaint will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and the medical team identified that the distal electrode was broken. No further details were provided regarding troubleshooting of the device or steps taken to complete the procedure. No patient consequences were reported.